Manufacturer narrative:
The reported events of infection and erosion were not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25668. Related manufacturer reference number: 2017865-2021-25675. Related manufacturer reference number: 2017865-2021-25677. Related manufacturer reference number: 2017865-2021-25678. It was reported that the patient was presented in an in clinic follow up. The patient reported seeing a part of their implantable cardioverter defibrillator (ICD) through the skin. Device and visual evaluation showed that a portion of an unspecified lead body was protruding from the pocket. The patient was noted to be device dependent. The physician explanted and replaced the system due to pocket erosion and possible infection. However, due to the patient's chronic atrial fibrillation, no right atrial lead was implanted at this time. Blood culture testing and echo results revealed no active infection or lead vegetation. The patient was reported to be in stable condition.